Event description:
A customer contacted beckman coulter inc (bci) in regards to inconsistent creatinine (crem) results generated by unicel dxc 800 pro clinical system. The results were not reported outside of the laboratory. The inconsistent results were verified via delta check. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples were serum. Controls pre and post event were within the lab's established ranges. A bci field service engineer (fse) inspected the unit and replaced the stirrer motor.